Event description:
It was reported that prior to starting a da vinci si surgical procedure the prograsp forceps instrument cables were broken at the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Failure analysis also removed the housing and found the one pitch cable was derailed from the back idler pulleys. The cable was wedged between the two pulleys and had lost tension. The clamping pulley screws were still tight. The distal end of the main tube had various scratch marks with light material removal. The scratches were .113 - .775 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.